Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aoritc balloon pump (iabp) device no longer recognizes ECG.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d1, d4 (catalog , version or model , serial), h3. D4 (UDI) is unknown (initially it was submitted as (B)(4). A getinge field service engineer (fse) sent a quotation to the client for an on-site repair (replacement of the reference 0012-00-0976) and waiting for a feedback from the client. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.